Event description:
It was reported that the system had a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the generator drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.